Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.2, lab: 1.8. Pt's target therapeutic range is 2.5-3.5. Lab drawn done about 2 hours after meter result.

Manufacturer narrative:
Investigation pending.